Event description:
It was reported that the vascular stent became twisted during advancement to the treatment site in the sfa. The vessel then became occluded and a surgical bypass graft procedure was performed as treatment. Post-procedure imaging demonstrated suitable patency of the bypass graft and flow to the vessel.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device remains implanted. The investigation is currently underway.